Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a patient had dry eye and fuzzy vision after lasik surgery. Surgeon prescribed artificial tears, gel at bedtime, punctal plugs and the patient has responded well to treatment and symptoms have resolved.